Manufacturer narrative:
This MDR had initially been reported as a serious injury (adverse event) as lumenis at the time did not know the severity of the patient's burn. Lumenis received new information from the user facility on september 22, 2017 in which the user facility confirmed the severity of the patient's burn to be first-degree, further ensuring the patient will suffer no permanent impairment. Based on the new information, lumenis is changing the patient code from burns to first degree burns, and lumenis is withdrawing the adverse event claim.

Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Attempts have been made by phone to obtain; patients treatment settings, patients information, patients photos, and sun exposure. No information has been provided by the user facility. An examination of the subject device by a lumenis engineer concluded the device operated to manufacture specifications. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A user facility reported that numerous patients sustained a burn of unknown severity to an unknown anatomical area following treatment with a lightsheer desire laser. No report of serious injury or medical intervention has been received except for the initial report from the user facility.